Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was awakened by a low alarm. The customer's sensor glucose reading was 47 mg/dl and his blood glucose level was 50 mg/dl. The customer treated his low blood glucose level with orange juice and cookies. The customer went back to bed but received another low alarm. When he got up the next morning his blood glucose level was 274 mg/dl. The device was not returned.